Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. It was reported that the aneurysm had enlarged from 4.4 cm to 7 cm with neck dilatation and stent graft migration of 2 cm. There was no evidence of an endoleak, however, the patient requested open surgical repair of the anuerysm. It was reported that the patient failed cardiac clearance for the explant procedure. The patient had a coronary stenosis treated with a coronary stent and is presently on the medication plavix. The patient is restricted from further intervention of the abdominal aortic aneurysm for 2-3 weeks. The patient will be re-evaluated and the course of treatment will be determined at that time. The patient is reported to be fine with no additional clinical sequelae reported.